Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 450 mg/dl on saturday; he experienced fatigue. The customer bolused but his blood glucose only dropped to 440 mg/dl after an hour. The customer changed his site and his blood glucose decreased to 230 mg/dl; however, his blood glucose as of an hour ago was 400 mg/dl. The customer treated his most recent blood glucose reading via manual insulin injection. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. There were no significant air bubbles identified in the tubing. The customer was also able to successfully prime with the current set. The customer mentioned that the infusion set tubing was curved but not bent or kinked. The customer declined to check their settings. The customer stated that he will change the infusion set and reservoir and treat via insulin pump therapy; he will check his blood glucose in an hour or two. No products were returned or replaced.